Event description:
The customer reported that the workstation portion of the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu pcb assembly was evaluated and identified as the root cause. The customer declined to have the service representative continue to service or repair the system. No conclusion can be drawn as repair information is unavailable at this time and no additional service information was provided.